Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported by a consumer on (B)(6) 2017 that the patient had ¿lost¿ a letter that they had received in the mail. It was reported that the letter had the intention that the patient should call in to update their follow-up doctor information. At this time the patient was waiting on a referral for a new health care professional (hcp). The consumer inquired what they should do in cause they started having problems with the device and the consumer was advised that depending on the severity the patient should either call patient services or go to the emergency room. It was stated that the patient had a ¿tremendous amount of problems yesterday.¿ the agent attempted to transfer the patient to patient services but the call did not go through. No further complications were reported. Additional information from the consumer on (B)(6) 2017 was reported that the patient was in severe pain and could not get the stimulator to work. They patient had ¿tried working it every which way¿ but was not getting any improvements. The patient had tried turning it up as high as it goes but they could not tell that it did anything and the patient was not feeling stimulation. This issue and the reported pain started in 2017. It was reported to be hard to get up and it hurt to walk. This had been going on for weeks. The patient had problems walking due to the pain in their legs. It was stated that ¿there were so many problems.¿ there was swelling that was reported to be currently bad. The health care professional (hcp) noticed the swelling. The swelling had been occurring for a month or 2. It was reported that the patient was freezing and they thought this may be related to the device because they got so cold when they went under covers. This had been occurring for a couple of months. It was confirmed that the patient¿s temperature was set to 79. It was reported that the patient was very sick and could not explain all that was going on. The patient wanted to know if they could have an infection at the site. The patient first reported poor communication but then noted that the patient programmer antenna was not over the implant when they tried to sync. This issue resolved. When the patient programmer was checked during the call it showed stimulation was off and they were on group b. It was reported that therapy used to work so beautifully and at first it was absolutely wonderful but then all of a sudden it went ¿caput.¿ the patient turned on stimulation but still was not feeling stimulation. After increasing the settings they reported that they started to feel stimulation. It was noted that the patient thought they could tolerate more because they needed it and decided to increase the stimulation further. It was confirmed that stimulation felt to be at a comfortable level. The patient had an appointment with their hcp on the day of the call but requested hcp listings for a physician who could manage the device. It was reported that the patient had seizures, had been falling, and had kidney failures. These were confirmed to be unrelated to the device/therapy. The patient began falling a year and a half after the stimulator was put in but it was confirmed that the falls were not related to the stimulator. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was in severe pain and the patient is not sure if the ins is working correctly. The patient inquired if they should be having to take pain medication with the ins. The patient stated that they don't think they should need to take medication with the ins. The patient stated that they are upset about the patient having to take medication stull and inquired if pain medication can cause harm to the patient. The patient said when the ins was working it helped the pain tremendously. The patient said that they were "scared to death" of the pain medication the patient was on and the patient knows that the pain medication can cause harm. The patient doesn't take pain medication like it is ordered. The patient stated that they don't know who started the patient on the pain medication. The patient stated that they will be getting the injection and wanted to have a manufacturer's representative (rep) present. The patient stated that they didn't know what else they are going to do after the injection. The patient stated that their pain is severe and it wakes them up at night. The patient stated that they take pain medication when the patient goes to bed and it used to last them through the night. The patient now wakes up anywhere from 1-3 and doesn't take anything else. The patient stated that they can only lay on the left side, and it is not totally comfortable. The patient stated that the severe pain was on the right side of the patient's back. The patient cannot lay on their right side or back. The patient stated that they are in need of an adjustment, but they declined as they took a pain pill at 7:30 and it was taking effect. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient has severe back pain and pain down both legs when she wakes up which had started prior to (B)(6)2017. The patient went to the hospital the week prior to the report and was told that she was taking too much pain medication. The patient¿s health care provider doesn¿t want to give the patient anymore pain medication, and wants for the patient to go to physical therapy, but the patient said that physical therapy won¿t help her chronic pain problem. The patient doesn¿t take medication as prescribed (every 6 hours as needed). Patient said she takes 1 in the morning and 1 at night. It¿s rare that the patient will take more than 2. When she lays down, it¿s not good. The patient didn¿t take pain medication when she first got the implantable neurostimulator because the patient wasn¿t in pain and didn¿t need it. On the morning of the report, she took pain medication because she ¿can¿t stand the pain because it¿s too painful.¿ at the time of the report, she was not in pain. The implantable neurostimulator was the answer and wonderful at first, but then the patient started having problems. The patient tried to work the patient programmer, but can¿t tell if she has maneuvered stimulation at all. She lowers stimulation and raises stimulation but can¿t tell if the stimulation is changing because she can¿t feel the stimulation. The patient¿s family member used to take care of everything for the patient, but has passed away. The patientcan¿t feel the stimulation, and this wasn¿t always the case for the patient. The patient was seeing a ¿replace batteries¿ on the patient programmer screen. The patient didn¿t have batteries at the time of the report. The patient tried to work with the patient programmer, but didn¿t know what the symbols meant. The patient hasn¿t been sleeping, but noted that does not have anything to do with the pain. She has also started wetting all over herself and having trouble going to the restroom, which is not normal for her. She has never had this problem before. She starts urinating as soon as the patient¿s feet hit the floor. She is having problems with blood pressure medication not working at all, so she was switched to a new one on (B)(6)2017. This was confirmed to note be related to the device. The patient also mentioned that she can¿t think too clearly. The patient¿s medical history includes having 2 surgeries prior to implant for the chronic pain. She was so happy when she got the I mplantable neurostimulator because she was in severe pain and having a problem standing. The patient said that she couldn¿t stand and was in pain prior to getting the implant.